Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded lcd board. Analysis was unable to verify for battery out limit alarm due to unresponsive buttons. The insulin pump had broken reservoir tube lip and cracked display window corner.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported that they received a battery out limit alarm. The customer's blood glucose was 84 mg/dl at the time of incident. The customer stated that there was fluid under the lcd display. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.